Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient experienced inaccurate cgm values two days after the sensor was inserted in the abdomen. The patient felt dizzy and checked her cgm which read 122 mg/dl while the blood glucose was 58 mg/dl. About five minutes later, the patient experienced syncope and she fell to the floor. The patient's sister called an ambulance, and she was treated by emergency medical service (ems) with a 200 mg glucose tablet. After about thirty minutes, she regained her senses and her reading was back to normal, the cgm at 110 mg/dl and bg 100 mg/dl. There was no documentation of further medical intervention. At the time of the report, the patient was at baseline. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.